Event description:
A malfunction alarm identified as "malf 12" was reported, and the customer confirmed at least three occurrences of the same issue on the current pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to send a replacement pump to the customer, who agreed to continue using the current one until the new pump arrives. The customer was provided with instructions for returning the problematic pump and was informed about the available training for the updated software on the replacement pump.